Manufacturer narrative:
The probable root cause in this case is attributed to the module timeout and this issue was resolved by replacing the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported failure was confirmed and reproduced on generator connected to system. The logs confirmed c-34 errors confirming the fault occurred in the field. Visual inspection confirmed that the cover has scratches top and side. The generator unit that was placed on a system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer informed the technical support engineer (tse) that they encountered a recognition issue when connecting a handheld bovie instrument to the generator. The site stated that there was no energy delivery when using a monopolar laparoscopic instrument and further clarified that they had tried multiple monopolar energy cords and both ports of the generator, but the issue persisted. The tse reviewed the system error logs but found no related errors. The site mentioned that the arm pod indicator on the generator recognized the connection, and the ground pad icon was illuminating green. The site replaced the generator with a third-party generator and completed the procedure without further issues. No known impact or patient consequence was reported. The tse guided to perform a hard reboot on the system but was unable to test the monopolar laparoscopic instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that the generator has been replaced by a field service engineer.